Manufacturer narrative:
The reported lot# 9147811 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a syringe 10ml ll 21ga 1-1/2in tw. The following information was provided by the initial reporter, "leakage from connection."

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. Upon visual inspection, leakage at the red highlighted area on the photo could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The root cause could not be determined as no samples were returned for investigation.

Event description:
It was reported that leakage occurred during use with a syringe 10ml ll 21ga 1-1/2in tw. The following information was provided by the initial reporter, "leakage from connection."